Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead could not be inserted into the header of the device. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.